Event description:
This is a spontaneous case report received from a female consumer of unspecified age in united states on 30-jun-2016 who had essure (ess205) (fallopian tube occlusion insert) inserted on an unspecified date (several years ago, maybe 2000). Consumer stated she was a part of the research program in 2000 and she had essure put in. She was having surgery (she stated she is having a hysterectomy on (B)(6)) and complications. She was going to preop in 4 or 5 days. She declined to provide any contact information. She declined the request to follow up with her. Follow up information received on 30-jun-2016: this report is considered potential legal case from this date forward. The consumer stated she is a paralegal and her husband is a lawyer. She is a political activist and she will take this fight to the supreme court if necessary. Follow-up received on 13-jul-2016: quality safety evaluation of ptc: ptc global number: (B)(4). In this case, no sample was returned and hence we could not conduct a device sample investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this non-medically confirmed, spontaneous case report was received from a female consumer who was having complications after essure (fallopian tube occlusion insert) insertion. She stated a hysterectomy was scheduled for a few days following this report. This event is listed in essure's reference safety information. In this particular case, minimal information was provided and consumer's complications were not specified. She stated a hysterectomy was scheduled for a few days after her report; however no medical reason was provided for this procedure and it will be done almost 16 years after essure placement. Although the temporal relationship between this planned surgery and essure is weak and despite of the lack of detailed information from a comprehensive causality assessment, company considers a contributory role of the suspect insert in the event cannot be excluded. Due to planned surgical intervention, this case was considered an incident. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Consumer denied further contact.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.